Event description:
The reporter contacted animas on (B)(6) 2012 stating that the down arrow keypad button was sticking and required multiple presses to elicit a response. The reported stated that the keypad was lifting by the ok keypad button. The reporter denied any evidence of moisture in the pump. The patient reportedly wore the pump in a clip on a belt and the pump was not cleaned. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was torn off below the ok button, up to the down arrow button, exposing the button contacts. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, all keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. During investigation, evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.